Manufacturer narrative:
The camera head was returned for service/repair. The evaluation confirmed the customer¿s reported issue as the no image was displayed. Troubleshooting confirmed the charged coupled device (ccd) unit is defective. Additionally, the cable insulation was damaged/cut attributing to an air/water leak. The camera head was repaired and returned to the customer. The camera head was last serviced via repair in august 2018. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high definition autoclavable camera head reportedly had no image during preparation for use. No patient injury or harm was reported to olympus. The camera head will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the faulty charged couple device could not be determined. It is possible that the cause of the faulty charged couple device unit as water entering the device due to leakage from the cable, destroying the electrical circuits. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.